Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical problems due to deterioration and overall component failure. Based on historical data, possible causes include damage or deterioration of parts, environment problem like dust or dirt, optical problem, interoperability problem, overheating problem, and electrical problems like signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited an error e315 when starting up. There was no patient involvement.